Event description:
It was reported that the customer experienced a cracked touchscreen on their pump, rendering it unresponsive. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.